Manufacturer narrative:
There is additional information for the device. The device was not returned as the device had no malfunction as reported by customer in due diligence follow up. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Per the customer, the device creating the image issue was the scope. The procedure was completed using another processor and scope. The scope has been replaced and no incidents were reported.

Manufacturer narrative:
Additional information is not yet available for this event. In troubleshooting the customer was advised to clean the dust out of the device socket. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown diagnostic procedure the device did not yield an image. Color bars were observed even after the sdi out was switched to video composite output. There is no harm or adverse impact to the patient.